Event description:
Prior to use it was reported that the gvl 3 stat was cracked. Another gvl 3 stat was used to complete the procedure with no delay. No pt injury.

Manufacturer narrative:
The lot number was requested but not available. The product was discarded and not available for eval.